Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis, as listed in the multi-link 8, coronary stent systems (css) instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported the 3.5x15mm multi-link 8 stent was implanted in the 99% stenosed mid-right coronary artery (mid rca), de novo lesion on (B)(6) 2020. On (B)(6) 2021, the patient was hospitalized with right side chest pain described as retrosternal burning sensation. A new nstemi myocardial infarction was diagnosed. The patient had stopped taking all medication for the last two months. On (B)(6) 2021, revascularization in the mid rca and proximal rca was performed. The multilink 8 stent had significantly restenosed. The event resolved without sequela. There was no device malfunction. No additional information was provided